Event description:
Patient was revised to address a broken stem.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
**Update** (B)(6) 2012 - the lot number for the fractured stem was identified. The complaint was reopened. **update** (B)(6) 2012 - litigation papers received. They allege that date of implant was (B)(6) 1997, but we are unable to confirm which date is correct. Patient does not appear to be implanted more than once. There is no new additional information that would affect the investigation. The device associated with this report was still not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is has been reopened for investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.